Manufacturer narrative:
The customer provided device logs for evaluation. The log analysis confirmed the reported malfunction and suggest a potential epc related issue. Technical support advised the customer to replace the mainboard as a precaution. Correction: g4. PMA / 510k # - this device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that before use, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.